Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 75-90% stenosed lesion was located in a tortuous and heavily calcified mid right coronary artery (rca). Access was obtained through the right femoral artery with a 6fr. Guide catheter. The lesion was predilated with a 2.5x15mm balloon. A non flow limiting dissection occurred. The physician attempted to place a taxus express2 2.75x16mm drug eluting stent but was unable to deliver the stent. The physician deep throated the guide catheter and "it was apparent that I caught the edge of the stent as the catheter advanced into the rca". It appeared that the stent had moved approximately 1mm distally on the balloon. The physician was concerned that the stent would dislodge from balloon if he continued, so he withdrew the guide catheter, stent delivery system (sds), with stent still on the balloon, and the guidewire. As the sds passed through the right iliac stent, the taxus stent embolized into an external iliac artery. From there, it migrated into the profunda where it lodged against a bifurcation. The physician did not attempt to retrieve the dislodged stent. A 3.5fr. Guide catheter and pt2 guidewire were inserted. The physician used a 3.0x20mm maverick balloon to dilate the distal rca. The physician inserted a 3.0x24mm taxus stent, however, he was unable to advance the stent to the rca. The entire system was removed and the physician determined that the balloon angioplasty result was sufficient. A final angiogram showed the stent remained lodged at a bifurcation of the profunda and very sluggish flow through the superficial femoral artery and the proximal thigh with total occlusion in the distal thigh. This would be addressed later. The patient received angiomax during the procedure, which was discontinued at the end of the procedure. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainantt indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.